Event description:
The complainant reported a 56-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 was noted to have migrated to the aorta following suction alarms. Echo was performed to check the position and pump was attempted to be pulled back. However, attempts were unsuccessful, leading to the pump being explanted and new pump being placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Data confirmed pump was in aortic area (about 6.75 hours into the case). Pump then was stopped manually & disconnected from the console. The root cause of positioning issue was due to attempt to re-cross aortic valve wirelessly. The impella is not indicated for wireless re-access per IFU 10003049. .